Manufacturer narrative:
(B)(4). Medical devices: xl-115364, arcom xl 44-36 std +3 hmrl brg, 462930. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 11389

Event description:
It was reported that during a reverse shoulder arthroplasty, while attempting to assemble the humeral bearing to the tray, the locking ring would not close. The bearing became lodged with the locking ring and could not be disassembled. A new tray and bearing were utilized to complete the procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This device was not returned for evaluation. Reported event was confirmed by evaluation of returned bearing; this device was not returned for evaluation. The returned bearing was found to have a bent locking mechanism and exhibits damage at the lip. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.